Event description:
It was reported that " we have been made aware that this product has failed on the cuff not inflating so making this product useless. We have found more across the 21 theatres in the trust and we have quite a number that is affected with the two batch numbers which we would like returned and replaced. The patient was fine and suffered no harm".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.